Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
In reporting a revision of patient's right knee, rep provided an operative report which identified a revision which took place (B)(6) 2012. Per the operative report: "failed right total knee arthroplasty with aseptic loosening¿positive findings of loosening, osteolysis..."